Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed because the customer did not return the device or provide photos for evaluation. Without the device or photos from the customer, it is not possible to evaluate whether the tighrope thread was broken. The most likely cause of this condition could be a sharp bone inside the bone tunnel that damaged the tighrope suture while pulling the sutures straight back one at a time in the direction of the tighrope suture toward the surgeon.

Event description:
It was reported on 12/25/2022 by a arthrex employee via email that an ar-8925t tightrope thread broke during tightening. Case involvement, no patient effect.